Manufacturer narrative:
Although requested, patient information was not provided.

Event description:
It was reported from the oncology unit that the tubing set separated at safety clamp during dexamethasone administration. Although requested, additional information was not provided to date.

Manufacturer narrative:
The customer¿s report that the tubing set separated at safety clamp was confirmed. Visual inspection observed the separation to be at the engagement between the lower fitment and pvc tubing. The sets¿ lower fitment's outlet port and pvc tubing were measured and were within specifications. Functional testing was not performed due to the separated tubing and the obvious leak that would occur. The device history record for primary set model 2420-0007 lot 19113217 was performed. The search showed a total of (B)(4) units in 1 lot were built on 15 nov 2019. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The root cause of the tubing separation was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the lower fitment outlet port due to equipment and/or operator error.

Event description:
It was reported from the oncology unit that the tubing set separated at safety clamp during dexamethasone administration. Although requested, additional information was not provided to date.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the oncology unit that the tubing set separated at the safety clamp during a dexamethasone administration.